Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump was not delivering insulin and his blood glucose reading was 500mg/dl. The customer stated that after taking a manual shot his glucose level dropped to 326mg/dl. Troubleshooting was performed and it appears that the insulin pump was functioning. No further information was provided.